Event description:
It was reported that the cot suddenly dropped down very quickly when pressing the minus button. However, the cot raised normally and everything was working normal after. Furthermore, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the cot suddenly dropped down very quickly when pressing the minus button. However, the cot raised normally and everything was working normal after. Furthermore, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
After investigation, the alleged cot lowering (drifting / dropping) event is unknown as there was no specific malfunction found with the device. The technicians evaluation found the product to be operating to specifications with no identified defects. Further review from the technician, a review of previous similar complaints, and a review of the manual identified that a possible cause for the unexpected cot lowering may have been due to operator error from unintentionally engaging the manual release. The issue was resolved for the customer by verifying the cot met specifications and reviewing the potential of the event being caused or contributed from operator error.